Event description:
The netherlands customer reported staining alteration with a lot of samples. The system was primed and initially a lot of air came of but then liquid came out. The field service engineer (fse) inspected the instrument and found the clogged probe. The fse also found that the liquid sensing was not accurate, replaced the probe kit and liquid sensing board to resolve the issue. The syringe and stopcock were also replaced as precautionary measure. The customer has other instruments to work with. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated.